Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating sensor error. The customer stated that the sensor showed 40 mg/dl while blood glucose was 211 mg/dl. The customer also received calibration error. The customer mentioned blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor passed with accurate readings. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not retuned unable to confirm blood at the insertion site.